Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported encountering an elective replacement indicator (eri) message on (B)(6) 2017. The patient reported that they were told the ins battery should last 3-5 years and expressed dissatisfaction with the situation. The patient reported that they would follow-up with their managing healthcare provider (hcp) for next steps. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient had a meeting with their hcp due to eri in the first week of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient is having a new ins installed in two days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.